Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7030667. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the bd ultra-fine¿ ii short needle insulin syringe there was an issue with sterile breach. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd ultra-fine¿ ii short needle insulin syringe there was an issue with sterile breach. There was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information: a sample was returned for evaluation. Correction: due to an it issue beginning on (B)(6) 2018 previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: customer returned (1) loose 1cc 8mmx31g insulin syringe in an opened poly bag. Customer states that the clear cap that covers the plunger press was missing. The returned syringe was examined and it was observed that a plunger cap was lose in the open poly bag received. The syringe received had no plunger cap on; however, since the poly bag was received already opened, it could not be determined the cause for the plunger cap to be separated from the syringe. A review of the device history record was completed for batch# 7030667. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200689222, 200683680, 200684471, 200683679, 200683927] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7030667. Sample was forwarded to manufacturing (holdrege) on 31 august 22018 for further review. On 11sep2018, holdrege received one (1) 1ml, 8mm, 31g syringe in opened polybag from batch # 7030667. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was received with the plunger cap intact and no damage to any component noted. Further investigation into this complaint cause is unable to be completed as no defects are noted. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - plunger cap was not on plunger, instead, it was lose in the poly bag. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.